Event description:
It was reported that the event occurred while in the cardiology dept during product preparation. The fiberoptix sensor (fos) was not recognized when connecting the fos to the pump (prior to use on the pt). A message appeared on the screen of the pump: zeroing impossible. The same event happened with the next iab also. As a result, the pump was not used. No report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay in therapy or interruption with no harm to the pt. The pt outcome is fine. Add'l info received on (B)(6) 2012 stated the surgeon did not use the intra-aortic balloon (iab) as fluid filled because the pump configuration/programming did not work. Further add'l info received on (B)(6) 2012 clarified that configuration/programming did not work means the zero calibration did not work. This was on both iab's. Biomed has checked out the pump. There is no svc report. The pump is back in svc with a sensor.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.